Event description:
A 3.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was implanted into a patient for the treatment of a coronary lesion. Approximately 44 months post stent implant, it was reported that the patient was hospitalized with gastrointestinal bleeding. No transfusion was required. The patient was on aspirin and plavix which was discontinued 3 months later due to knee arthroscopy and the patient has been on coumadin. No further information has been provided. The investigator's assessment was that there was no relationship to the study device nor index procedure. Please note that this device was distributed to an investigational site for use in a clinical trial and is also commercially available as the united states distributed product.

Manufacturer narrative:
(Gi complication, hospitalization).